Event description:
It was reported the customer experienced high blood glucose. Customer's mother stated the customer's blood glucose rose to over 400 mg/dl. The customer's blood glucose was treated with manual injections. The mother also reported the buttons on the customer's insulin pump was becoming stuck. It was also found the customer's boluses were not being recorded. The customer's blood glucose would also rise after delivering a bolus. Troubleshooting was able to verify boluses were being recorded in the bolus history. The mother also could not recall any significant events leading to the keypad anomaly. The customer's blood glucose was 90 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.